Event description:
This lv lead was implanted on (B)(6) 2012. A call to technical services (ts) on 8/9/2012 states that patient came in today for an av ablation. Trying to get rid of some alerts (check lv lead and atr) cleared. Working with dr. (B)(6). Ts asked why the lv lead alert came up and rep states they had to reposition it due to dislodgement. Ts states initial interrogation should clear the l v lead alert but it may take some a-v sequential pacing to clear the atr % alert. Device is operating as programmed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).